Manufacturer narrative:
Initial reporter: (B)(6).

Event description:
It was reported the camera head non-ac hd560h is deformed. No smith & nephew back up device available. No patient injury or complications were reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of deformed connector could not be reproduced. Product passed functional testing using five different test camera control units and edge card was easily inserted and removed from all five ccu¿s receptacles. Camera head also passed functional testing and 12 hour burn-in with no signal loss or interference. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.